Manufacturer narrative:
A supplemental MDR is being submitted, following receipt of additional medical records and the completion of the engineering evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per the instructions for use (IFU), thrombosis and embolization of air, calcification or thrombus are potential adverse events associated with transcatheter aortic valve replacement and bioprosthetic heart valves. Some causes for thromboembolism not associated with invasive procedures include advanced age, atherosclerosis, cancer, previous mi, heart failure, dm, htn, a sedentary lifestyle, certain medications, and smoking. It is the natural tendency of the body to form a clot on foreign objects in the vascular space. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous wiping and flushing of the devices to prevent and/or remove the clot. The thv training manuals and IFU instruct the operator to administer heparin and maintain the act at = 250 sec. In this case, there was no allegation or indication a device malfunction contributed to the mobile mass on the valve. Available information suggests that patient factors (diabetes, chronic kidney disease and hyperlipidemia) may have caused or contributed to the vegetation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. In this case, structural valve deterioration/calcification was confirmed based on the provided medical records. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and are 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. As reported, 'approximately 3 years following a transfemoral aortic valve replacement procedure, the 23mm sapien 3 ultra valve failed with regurgitation, aortic stenosis, mobile mass on valve, and a mild paravalvular leak (pvl)'. In this case, the patient had diabetes, chronic kidney disease and hyperlipidemia. It is well known that patients with diabetes and chronic kidney disease (ckd) are predisposed to bioprosthetic heart valve calcification. Hyperlipidemia (high cholesterol) is a risk factor for bioprosthetic valve calcification. Tissue calcification can in turn impede the proper function of leaflets (e.g. Leaflet thickening). As such, available information suggests that patient factors (diabetes, ckd, hyperlipidemia) may have contributed to the calcification. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required.

Manufacturer narrative:
A supplemental MDR is being submitted, due to the receipt of medical records. B4, g3, and h2 have been updated. B5, b7, and h6: device problem have been corrected.

Event description:
As reported by the field clinical specialist, approximately 3 years following a transfemoral aortic valve (av) replacement procedure, the 23mm sapien 3 ultra valve failed with regurgitation, aortic stenosis, mobile mass on valve, and a mild paravalvular leak (pvl); thus, a valve-in-valve procedure was performed, using another 23mm sapien 3 ultra. Per the transesophageal echocardiogram (tee), there was a mobile mass on one of the leaflets measuring 0.7 x 0.7 cm. Eroi was calculated at 0.61, suspicious of prosthesis-patient mismatch to explain the high gradient in well opening prosthetic valve. Tiny pvl at 3 o'clock position measuring 0.2 x 0.1 cm. The patients symptoms were shortness of breath, exercise intolerance, and fatigue. Per the medical record, transthoracic echocardiogram (tte) showed the aortic valve leaflets are moderately thickened, moderate aortic leaflet calcification, severe aortic stenosis and trace of aortic regurgitation, av mean gradient 41 mmhg, av area (continuity) 0.72 cm2.

Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by the field clinical specialist, approximately 3 years following a transfemoral aortic valve replacement procedure, the 23mm sapien 3 ultra valve failed with regurgitation, aortic stenosis, mobile mass on valve, and a mild paravalvular leak (pvl); thus, a valve-in-valve procedure was performed, using another 23mm sapien 3 ultra. Per the transesophageal echocardiogram (tee), there was a mobile mass on one of the leaflets measuring 0.7 x 0.7 cm. Eroi was calculated at 0.61, suspicious of prosthesis-patient mismatch to explain the high gradient in well opening prosthetic valve. Tiny pvl at 3 o'clock position measuring 0.2 x 0.1 cm.